Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 24 occurred. Reportedly, the pump was "submerged in water." Additionally, it was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Reportedly, the customer reverted to an alternate form of insulin therapy. Customer's blood glucose level was 80 mg/dl.